Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced and it was determined that communication failure occurred due to cable failure, and images were no longer displayed. The cause of the cable failure could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: the customer complaint (image was blurry) was confirmed. No image is displayed due to a cut on the cable. During inspection and testing the following was also found: faded label and peeling on the rear cover. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during the procedure the image was blurry. There were no reports of patient harm associated with this event. Follow up was performed with the customer and the following information was obtained: the device showed no image for 5 minutes and then another camera was used to complete the procedure. The patient was not impacted by the failure.